Event description:
The customer reports that their third party (B)(4) system is confusing the ascension number and pt ID number. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. Ge reference #: (B)(4).